Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking into the reservoir compartment. The customer stated that she had tossed the insulin pump into her bag, and later she noticed moisture in her insulin pump. No further info was provided.